Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a button error alarm. The patient's blood glucose at the time of incident was 166 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the keypad issues. Time would not advance as designed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. However, we have received new information which has been updated on this report to reflect the correct information. No button error alarm noted. However, act and up arrow buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Time advanced properly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.